Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information to reset the pump, and the customer successfully reset it without recurrence of the malfunction code. The customer was advised to continue using the pump, although a cartridge change error was later encountered, prompting further troubleshooting.